Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon observed an 1-2 mm inaccuracy while using straight suction and curved suction with navigation system but observed accuracy while using all other instruments. The procedure was completed with the use of navigation system. There was a delay of less than 1 hour. No impact on patient outcome.